Event description:
It was reported that the sensor error was cracked at the back case. No patient injury was reported.

Manufacturer narrative:
Customer reported that the sensor error was cracked at the back case. Tamper seal were good, damaged rear housing. Testing could not be completed due to air in line alarm displaying. The primary cause was air detector. Unable to determine who caused the problem. Replaced air detector.

Manufacturer narrative:
Other, other text: customer reported that the sensor error was cracked at the back case. Tamper seal were good, damaged rear housing. Testing could not be completed due to air in line alarm displaying. The primary cause was air detector. Unable to determine who caused the problem. Replaced air detector.

Event description:
It was reported that the sensor error was cracked at the back case. No patient injury was reported.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had and ail sensor error, and a cracked back case. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.